Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a cyber-security upgrade, the device went into back-up vvi mode. The firmware was re-downloaded to restore normal device function; however, the cyber-security software was unable to be updated. There was no report of any patient symptoms.